Event description:
It was reported that the power cord inlet filter was damaged and missing ground. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.